Event description:
A pt reported that their meter would not turn on. This issue was not resolved with troubleshooting. Pt was having symptoms of high glucose. Pt visited their dr due to their symptoms. Their dr's meter read 311 mg/dl. Pt did not receive any treatment by their dr. This case is reported due to the pt having high blood glucose symptoms (although the symptoms are unknown) and the dr's meter gave a high reading. This meets the criteria for an adverse event. No further info has been reported.